Event description:
It was reported that pump display became completely frozen and customer could not interact with or read pump screen correctly. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy.